Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited no capture and was surgically abandoned and replaced. There were no additional adverse patient effects.